Event description:
A (B)(6) female patient had a femoral tulip placed sometime (B)(6) 2014. In early (B)(6) 2015, the implanting physician attempted to remove filter, but was unsuccessful. The district manager received a call from the physician to refer patient to different doctor for removal. The district manager (dm) referred patient to another facility. The ivc filter was very embedded but was able to be removed successfully. A large clot was noted to be in the ivc. The patient underwent a subsequent procedure mechanical thrombolysis and infusion thrombolysis and was in the ICU for 24 hours. The thrombolysis had negligible effects and patient was sent home on oral antiplatelet therapy.

Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, instructions for use (IFU) and quality control was conducted for the purpose of this investigation. There was no product returned and no imaging provided to assist in the investigation. Therefore, it is difficult to comment on the filter embedment and the unsuccessful retrieval attempt approx. 6 months after filter placement. It is known that filter retrieval can be difficult and several case reports are published in articles and describe difficult filter retrievals with successful result. Lot and rpn are unknown, but the tulip filter is manufactured/inspected. There was no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. The product is shipped with an IFU, which states that the use of the gunther tulip filter may result in the following potential adverse effects: damage to the vena cava, pulmonary embolism, filter embolization, vena cava perforation/penetration, hemorrhage, hematoma and/or infection at the vascular access site, cardiac tamponade, filter malpositioning, postphlebitic syndrome, and/or death. Based on the limited information provided with this event, the root cause of the filter embedding within the patient cannot be determined. The IFU indicates potential adverse effects that may occur as a result of using this device, however, the medical benefits of using vena cava filters have been found to outweigh the potential risk during filter retrieval. There will be no further risk reduction activities at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
A (B)(6) year old female patient had a femoral tulip placed sometime (B)(6) 2014. In early (B)(6) 2015, the implanting physician attempted to remove filter, but was unsuccessful. The district manager received a call from the physician to refer patient to different doctor for removal. The district manager (dm) referred patient to another facility. The ivc filter was very embedded but was able to be removed successfully. A large clot was noted to be in the ivc. The patient underwent a subsequent procedure mechanical thrombolysis and infusion thrombolysis and was in the ICU for 24 hours. The thrombolysis had negligible effects and patient was sent home on oral antiplatelet therapy.

Manufacturer narrative:
(B)(4). Event is currently under investigation.